Manufacturer narrative:
On august 28, 2020, aos got report that a patient had broken two screws inside the patient within the antegrade femoral nail. There was no information available for the mechanism of failure for the screws. The original date of surgery was (B)(6) 2020. The initial surgery was to correct a proximal femoral fracture. It was reported that the nail and screw may have been used for an intertrochanteric fracture, but there are no evidence to show the initial fracture pattern of the surgery. More information was requested to see if a revision surgery was scheduled or planned. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
On (B)(6) 2020, aos got report that a patient had broken two screws inside the patient within the antegrade femoral nail. There was no information available for the mechanism of failure for the screws. The original date of surgery was (B)(6) 2020. The initial surgery was to correct a proximal femoral fracture. It was reported that the nail and screw may have been used for an intertrochanteric fracture, but there are no evidence to show the initial fracture pattern of the surgery. More information was requested to see if a revision surgery was scheduled or planned.